Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with approximately 300 units of insulin during the load process. The customer reloaded the cartridge. After reloading the cartridge, the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was not performed.